Event description:
Patient reported right side "breast got enlarge, thought that the implant was encapsulated, and implants are on the recall list". Patient additionally reported "diagnose with a seroma / capsular contracture baker grade unknown around right breast implant." Device remains implanted.

Manufacturer narrative:
The events of capsular contracture and seroma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma.

Event description:
Patient additionally reported right side, "rupture of the implant."

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.